Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event while using the ilet system, with a nadir of 45 mg/dl lasting approximately 45 minutes, and there were no device low or urgent low alerts. Symptoms included hypoglycemia without loss of consciousness or need for assistance. Outcomes included self-treatment with oral glucose and food, without professional medical intervention or hospitalization. Troubleshooting and education were completed. Investigation included a review of the reported event details. Investigation of this case revealed no device alerts during the event and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.